Event description:
It was reported by service report that the brake at the foot end did not work. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake - brake crank assembly had to be replaced.